Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent failure. Physio replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device powered on with battery power, but it would not power off. There were no reports of patient use associated with this event.